Manufacturer narrative:
The customer performed a visual inspection of the samples and the samples were "normal." The customer's sample pre-analytic details were requested but not provided. The field service engineer replaced the pinch valve tubing and performed maintenance. The customer performed calibration and qc and had acceptable results. The customer performed repeat testing with the questioned samples and had acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg test system results for one patient tested on a cobas 8000 e 602 module. The customer confirmed qc was acceptable prior to the event and at the time of the event. On (B)(6) 2021, the patient's initial hcg result was reported outside the laboratory. The patient's physicians did not believe the reported hcg result was accurate and an ultrasound was performed. Based on the ultrasound results, the physicians requested asked the laboratory to re-test the patient's sample. The customer performed repeat testing with the patient's sample on a different e 602 module. The patient's initial hcg result was 0.582 miu/ml. The patient's repeat hcg result on the different e 602 module was 72,009 miu/ml. The patient's physicians determined the repeat result was correct. On (B)(6) 2021, the patient had a new sample collected. The patient's hcg result on the initial e 602 module was 0.636 miu/ml. The patient's repeat hcg result on the different e 602 module was 74,272 miu/ml. The customer performed repeat testing on the initial e 602 module with the original sample collected on (B)(6) 2021. The patient's hcg result was 0.512 miu/ml. The hcg reagent lot number and expiration date were requested but not provided.